Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nineteen days following the implant of this transcatheter bioprosthetic valve, the patient was discharged with late complications of cerebral ischemia. No treatment was reported. It was reported that the cerebral ischemia was unlikely related to the procedure and possibly related to the device. No additional adverse patient effects were reported.